Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 25 and 8mmol/l within a two minute timeframe. There was no report of death, serious injury of mistreatment.